Event description:
Pt received an external defibrillation of 400j and then an internal, ep catheter cardioversion. On check, when the atrial channel was set to pace, bipolar occasional ventricular stimulation was observed. When the atrial channel was set to unipolar, appropiate atrial stimulation occurred. (Ecgs in cs) morphological similarity of evoked qrs from atrial (b) stimuli and ventricular stimuli tends to reject a dislodged a lead theory. Pt is very ill (non-pacer related) so the dr has set the device to unipolar for now.